Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-07049. The pt is implanted with two different model leads. It was reported, the pt experienced ineffective stimulation coverage. The pt's pain pattern is for occipital use. Reprogramming was attempted to no avail. The pt underwent surgical intervention. During the procedure, the physician repositioned the leads. The pt is reported to have effective coverage as desired.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.